Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report. The sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation and was found to be non-conforming. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance was felt when removing the inner cutter from the needle. The probe needle was not bent, however, the inner cutter was observed to be bent approximately halfway down the cutter. Wear marks and gouge marks were observed at a couple locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the probe has an actuation failure. The cause for the actuation failure is the bent inner cutter. How and when the inner cutter became bent cannot be determined, however a manufacturing related root cause cannot be ruled out. A non-conformance investigation was initiated in order to investigate the root cause of the bent inner cutter. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter did not actuate, the condition of aspiration was unknown during cataract/vitrectomy combination surgery. The surgery was completed after replacing the product. There was no report of patient harm.